Manufacturer narrative:
Sections with additional information as of 19-apr-2021: h6: updated FDA¿s type, findings and conclusions codes. Meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely, underlying root cause: (B)(4). User had an inaccurate reference: self. The person is using themselves as the reference, or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Customer declined replacement. Note: manufacturer contacted customer in a follow-up call on 18-feb-2021 to ensure that the initial concern was resolved. Able to establish contact with customer who stated she is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer¿s expected am fasting blood glucose test result is 120 mg/dl and expected pm blood glucose test result range is 150-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 192 mg/dl using true metrix meter; customer was satisfied with the result obtained. After troubleshooting the customer is satisfied the product is working as intended and declines a replacement. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/22/2022 and open vial date is (B)(6) 2021. Customer did state that it was possible the hamburgers she had eaten could have caused her glucose to be high. The meter memory was reviewed for previous test result history: (B)(6).